Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an implant of the left ventricular lead was attempted but unsuccessful due to positioning difficulties. The lead was removed and not replaced. No patient complications have been reported as a result of this event.